Manufacturer narrative:
(B)(4). Investigation results: a deployed wallflex enteral duodenal stent was returned for analysis. The stent delivery system was not returned. Visual and microscopic examination of the stent found no issue with its profile that could have contributed to the complaint incident. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The dfu states: "caution: do not push forward or pull backward on the hub handle with the stent partially deployed. The hub handle must be securely immobilized. Inadvertent movement of the hub handle may cause misalignment of the stent and possible intestinal wall damage." The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that a wallflex ¿ duodenal stent was to be used for palliative to treatment of a 6cm lesion in the duodenum during a duodenal stent insertion procedure performed on (B)(6) 2015. Reportedly, the patient anatomy was not tortuous. According to the complainant, the wallflex ¿ duodenal stent was to be implanted through an extrinsic compression in the duodenum d3 from a pancreatic tumor. During the procedure, the physician lined up the radiopaque markers and was able to see the yellow transition zone on the endoscopic monitor. During deployment, the wallflex ¿ duodenal stent deployed suddenly with enough force that it caused the stent to lunge 10cm distally into the small bowel. The wallflex ¿ duodenal stent was not removed during this procedure; the physician felt that the wallflex ¿ duodenal stent could not be removed endoscopically due to the anatomical position of the stent. The stent was later removed during a laparotomy procedure. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Although the exact patient age was not provided, the patient was reported to be over 18 years of age. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex duodenal stent was to be used for palliative to treatment of a 6cm lesion in the duodenum during a duodenal stent insertion procedure performed on (B)(6) 2015. Reportedly, the patient anatomy was not tortuous. According to the complainant, the wallflex duodenal stent was to be implanted through an extrinsic compression in the duodenum d3 from a pancreatic tumor. During the procedure, the physician lined up the radiopaque markers and was able to see the yellow transition zone on the endoscopic monitor. During deployment, the wallflex duodenal stent deployed suddenly with enough force that it caused the stent to lunge 10cm distally into the small bowel. The wallflex duodenal stent was not removed during this procedure; the physician felt that the wallflex duodenal stent could not be removed endoscopically due to the anatomical position of the stent. The stent was later removed during a laparotomy procedure. The patient's condition at the conclusion of the procedure was reported to be stable.